Manufacturer narrative:
The investigation for this report is still ongoing/not concluded yet. A follow up MDR report will be submitted upon the investigation conclusion.

Event description:
"Guidewire perforated the stent during use". G21396 lot # c1689418 ((B)(4)). Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? If yes, please describe. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. For all complaints, ask: does the complaint relate to: device placement device removal observation prior to patient contact what was the target location for the stent? Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* was the wire guide lubricated prior to use? N/a, yes, no *was the wire guide inspected for damage prior to use? N/a, yes, no* was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no if yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no * if not with the device in question, how was the procedure finished?* what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no if yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? N/a, yes, no what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. ¿ if other, please specify. *was resistance encountered when advancing the wire guide to the target location? N/a, yes, no * *was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no * how did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? *was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. *was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no * after placement, was stent position verified? N/a, yes, no if yes, please describe how. Please estimate the amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? N/a, yes, no if yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient was the broken device retrieved? N/a, yes, no if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1689418 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13th nov 2021. On evaluation of the device kinks were found on the 3rd and 5th portholes on the pigtail curls of the tapered end. Perforation was found on the 5th porthole of the pigtail curl of the tapered end. A 0.035¿ size wire guide did not pass the kinks. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd7-7 of lot number c1689418 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1689418. It should be noted that the instructions for use (B)(6) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.